Event description:
A vapr 3.5 side effect electrode was used on a shoulder scope and a portion of the metal part of the working surface broke-off. The piece was retrieved from the pt and another electrode was used to complete the case. There were no adverse effects to the pt.